Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in united states. It was reported that patient experienced an infection event, as the customer stated red, hard bumps with pus at the cannula insertion site. The patient was treated with antibiotics. No further information is available.